Manufacturer narrative:
The user reported her arm was swollen and sore at insertion site. She also had arm pain and redness at insertion site, it was determined to be infection and patient was sent to emergency room. The sensor was removed by emergency room on (B)(6) 2020. The patient was treated with antibiotics and discharged from hospital on (B)(6) 2020. The patient is doing well. No further investigation can be performed since there was no material returned.

Event description:
On (B)(6) 2020,senseonics was made aware of an adverse event where the user reported her arm was swollen and sore at insertion site. She also had arm pain and redness at insertion site, it was determined to be infection and patient was sent to emergency room. The sensor was removed by emergency room.